Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue; iob is 0 after all boluses delivered and within the 4 hour duration time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings: a review of the user¿s settings show that the insulin on board (iob) feature was set to on and the duration was 4.0 hours. During testing, a 10u normal bolus was successfully performed and was correctly displayed in iob on the status screen. A 10u audio bolus was successfully performed and correctly added to the pervious 10u bolus and reflected in iob on the status screen; the iob status correctly equaled 20.00u after both boluses . The iob calculation feature was found to functioning properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.